Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has had ongoing high blood glucose (bg) levels (306 -406 mg/dl). Insulin injections and correction boluses were used to address the high bg. The customer did not know the cause of the high bg. There were no alerts or alarms in the pump history. During the most recent high bg, the customer saw insulin exiting the infusion set tubing. There were no issues with the tubing and cartridge. Tandem technical support advised the customer to discuss the high bg events with a healthcare provider. The customer acknowledged the advise.